Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product 33310c / clickline forceps insert was returned to the manufacturer for investigation. The investigation was completed on january 11, 2024. The analysis identified two main issues: surface discoloration and a bent tie rod at the proximal area, which mostly likely due to mechanical damage. The discoloration could potentially be attributed to a reprocessing error. Upon careful examination, it appears that the observed problems are highly likely the result of user error. The instruction for use (IFU) under code 97000025, version 4.2 - 02/2020, already includes a caution advising users to check the device for proper functioning before use, as well as a warning against overloading it. Since that markings were left on the bowel with minimal serosal damage, this incident is considered reportable the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon was using the device to manipulate the bowel as part of a diagnostic laparoscopy and noticed that marks were left on the bowel with very minimal damage. But not enough to suture or take any action over , the device were not used any further.